Event description:
It was reported that the helix of the right ventricular (rv) lead was unable to be fixated to the tissue despite rotating the helix. As a result, the insulation of the rv lead became twisted. A new rv lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of twisted lead insulation was not confirmed. As received, a complete lead was returned in one piece with helix found extended, bent, damaged, and clogged with blood and tissue. A visual and x-ray examination revealed the helix was bent and stretched consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being bent and stretched consistent with procedural damage. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies except for procedural damage.